Event description:
It was reported that the patient received 3-4 shocks due to noise. It was also reported there was a lead fracture with oversensing causing inappropriate shocks, lead impedance out of range, and premature battery depletion. The lead and the device were removed. No further patient complications have been reported as a result of this event.